Event description:
The customer reported the system displayed a precharge error and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator batteries. The system operates as intended.